Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead and device revision because the patient was experiencing a lack of effect. The patient had no injury. Additional information has been requested.